Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: unable to request DHR due to unknown lot number. Level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to unknown lot number for difficult/unable to operate, leakage & harm. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that there was leakage and pen needle was difficult to operate with an unspecified bd pen needle¿. The following information was provided by the initial reporter: it was reported the patient experienced pain when using bd needles. Verbatim: the patient received insulin lispro (rdna origin) injections (humalog 200 u/ml) via a pre-filled (kwikpen), 6-10 units before dinner, subcutaneously, for type ii diabetes beginning on an unknown date. On an unknown date, while on insulin lispro treatment, she had a kwikpen, in which the dose knob did not dial up or down easily, it did not dial past 22 units, it did not click at all when dialing up or down, and the plunger did not go down. The inner cap of the kwikpen was wet (batch number-c827692c, (B)(4); batch number-unknown, (B)(4)). On an unknown date after starting insulin lispro, she experienced that the bd needles were the most painful needles. She did not feel that the discomfort was related to insulin, but rather to the needle length. On an unknown date, she also started to get lipodystrophy using the four mm needles. She also needed reading glasses to read and was the fourth generation insulin user. Information regarding corrective treatment was not provided. Outcome of the event of injection site pain was not recovered while for remaining events it was not provided. The insulin lispro therapy was continued.